Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using both ac and battery power. The unit was able to obtain measurements and alarmed audibly and visually under alarm conditions. After being charged over night the unit remained on for 4 hours on battery power, not meeting the minimum of 5.5 hours. The customer complaint was duplicated as the battery did not hold adequate charge and powered off shortly. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the charging mechanism is not functioning properly. Rad-8 monitor will power on with ac power connection, and powers off shortly if not plugged in. The customer states it will usually last about 10-20 minutes, up to about 1 hour and there is usually a low battery alarm but not always. No patient impact or consequences were reported.